Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00 x 16mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the shaft was fractured during removal leaving the sds balloon in the patient. The device was retrieved by snaring using another balloon. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00 x 16mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the shaft was fractured during removal leaving the sds balloon in the patient. The device was retrieved by snaring using another balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 3.00 x 16mm; stent delivery system (sds) was returned for analysis. A visual, microscopic and tactile examination of the hypotube found multiple kinks. A visual and microscopic examination of the distal extrusion confirmed that a break exited at the guidewire exit port. The distal section of the break including the outer and inner lumen, the balloon, crimped stent ad tip section was not returned with the device. An examination of the break site noted identified that there was evidence of stretching.